Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service rep (fsr) replaced the ccm and returned the suspect ccm to the MFR for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) screen was not tracking on any icons, could not operate. The device was not changed out, as they rebooted the ccm, cleaned screen and cursor worked intermittently. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.